Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(6), implanted: (B)(6) 2013, product type lead; product ID 97740, serial # (B)(6), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that impedance measurements were greater than 40,000 ohms. It was noted that this was a buried paddle lead trial. It was noted that the health care professional (hcp) had taken out the lead and had wiped and re-inserted the lead. It was noted that the high impedances were jumping all over the place. It was noted that they were not consistent on any electrodes. It was noted that impedance was normal yesterday and today tested via a multi lead trialing connector and reported the impedance on the lead was normal. It was noted that there was a direct connection and no extension. It was noted that they wiped and re-connected again and this time all the impedances were within range and the issue resolved.